Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Drive failed. Weak motion batteries leading to system shutdown when not plugged. Return requested. Eight replacement 9amph 12v batteries shipped to site. Eight suspect batteries will not be returned to manufacturer for analysis as they were discarded by the site. No parts have been received by manufacturer for analysis. Part discarded and will not be returned for analysis.

Event description:
A site operating room (or) representative reported that their imaging system experienced an unexpected shut-down due to low motion battery voltage. This behavior has only been seen when the imaging system is unplugged and driven back to its storage place at the end of a surgery. There was no patient present when this issue was identified.

Manufacturer narrative:
An investigation into the root cause of the anomaly was conducted by medtronic. The reported issue was resolved via replacement of the battery and/or charger boards in a separate reported issue. The root cause of the weakened motion batteries could not be determined due to insufficient information.